Event description:
An event occurred involving the product "primary plum set, 4 clave multiport connector," reporting that when connecting the port, the ball inside the chamber remained in the lower position and did not allow the medication to flow through. The set was removed, as the issue was resolved after replacing the port. There was patient involvement but no harm.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.